Event description:
The patient is reportedly experiencing poor performance and tinnitus. The patient is requesting explant of the internal device due to discomfort and lack of benefit from using the device. Surgery to explant the patient's device will be scheduled.